Manufacturer narrative:
.

Event description:
It was reported that the patient has a suspected lead break. The reason for the reported event is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
This report is a duplicate report of MFR. Report # 1644487-2009-00251. All additional relevant information will be captured in MFR. Report # 1644487-2009-00251.